Event description:
Vent saying "expiratory flow calibration failure" with zero tidal volume and apnea ventilation. Patient was bagged while the expiratory filter was changed out. There was no desaturation and no patient injury. Ventilator now functioning normally. Suspected defective expiratory filter given to biomed to investigate. The vent was not in question. It was the expiratory filter/expiratory valve that was suspected of generating this incident. Rt has added a pre-filter to the expiratory filter to minimize any future occurences and are currently working with the manufacturer on product improvements to the expiratory filter.